Event description:
It was reported that during the procedure in the distal posterior descending artery (pda) with mild calcification, two xience v stents were successfully implanted. The patient complained of chest pain. Images revealed an additional lesion in the distal segment of the vessel; therefore, the physician advanced a 2.0x8 mini vision stent system through the xience v stents in an effort to treat the distal lesion. The mini vision stent system advanced easily through the xience v stents, but could not reach the lesion; therefore, the stent delivery system was withdrawn from the anatomy without resistance. Outside of the anatomy, it was noted that the stent was not on the balloon. Angiogram revealed that the stent was just proximal to the lesion in the distal pda. The vessel was rewired and a 1.5 unspecified balloon was used to compress the stent against the vessel wall followed by additional dilatation using a 2.5 unspecified balloon. The procedure was completed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency